Event description:
The pt was undergoing total wrist fusion. When the surgeon attempted to remove the wire placed to hold the fusion plate to the bone, the tip broke below the level of the plate. Fluoroscopy was completed and confirmed the wire was below the plate level. The surgeon decided the risk of removing the wire was greater than the risk of leaving the wire buried with bone and below the plate.